Event description:
It was reported that the device would not power on ac or dc source. The facility biomed opened the device and found the shielding out of place. There was no patient use associated with the event.

Manufacturer narrative:
Correction: serial number section of the initial emdr reads: (B)(4). Serial number section of the initial emdr should read: (B)(4). Physio-control evaluated the device and found that the device was ac inoperative but fully functional with dc source. Physio replaced the power supply and completed other unrelated failures to repair the device. The device was returned to the customer after confirmation of proper device operation thru functional and performance testing.

Manufacturer narrative:
(B)(4). Physio-control has received the device for evaluation and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.